Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected pump error 63. Blood glucose value was 152 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.

Manufacturer narrative:
The insulin pump passed the displacement test however the pump alarmed hardware low level failures during the self test and hardware low level failures alarm (variable 3) is found in the formatted history file due to broken traces of the keypad assembly.